Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the network cable on the back of the mobile view station (mvs) was disconnected. The cable was reconnected and the issue was resolved. The system is functioning as expected. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to establish communication with the navigation system. It was reported that there was an orange dashed line on the setup equipment screen on the navigation system. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. The procedure was completed successfully with the use of a c-arm after a reported delay of less than one hour. No adverse effect on the patient was reported.